Event description:
During routine testing of the device at the service center, the service technician reported that the front cover pin was broken. This calibrator was originally returned for repair of an insufficient gas error message when the broken pin was found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.